Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Device evaluation discovered the following: broken pin, software upgrade needed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the error code b30, the root cause was unable to be identified. Based on the results of the investigation, it is likely that the no image issue occurred due to deformed video connector pins. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. During troubleshooting with olympus technical assistance center (tac), the customer was instructed to clean paddle on scope, reset light source cable, and check cable on the subject device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center is getting a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.